Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
On (B)(6)2021 it was initially reported that the pediatric patient experienced an insertion site infection on the arm, with redness, inflammation and drainage at the puncture site, with no serious injury or medical intervention having occurred at the time. The sensor was inserted into the arm on (B)(6)2021 and the reaction was noticed on (B)(6)2021. Follow up contact with a patient care specialist was made on (B)(6)2021. The patient's mother reported that the site became infected and the patient had several rounds of unspecified antibiotics. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. No additional patient or event information is available.